Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates after filling a cartridge with over 230 units of insulin. Additionally, the customer received a minimum fill notification. The customer's blood glucose was 35-237 mg/dl. The low bg was addressed with the consumption of three sugar pills. Reportedly, the customer loaded the cartridge successfully and resumed insulin delivery